Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. After pre-dilatation, the 3.25x28mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, during post-dilatation a distal edge dissection was noted. Therefore, a 3x12mm xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.